Manufacturer narrative:
(B)(6). The lot was manufactured between january 13, 2021 to january 15, 2021. The device was received for evaluation. Unaided eye visual inspection was performed and a small tear was observed at the upper right edge of the bag. A functional testing was performed which revealed a leak at the upper right edge of the bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was damaged at the edge of the bag which resulted in a leak. This event occurred during compounding prior to patient use. There was no patient involvement. No additional information is available.